Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A tapered screw-vent implant (tsvb10) was returned with an implant mount for investigation. Visual inspection of the as returned products identified no damage to the external or internal components of the implant. The implant mount was found to be intact with no sign of damage. Functional testing was conducted and the implant mount assembled with the implant without issue. No product malfunction was identified during investigation. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants - 4869 rev 7-01/16 information identified: contraindications, warnings, precautions. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Dr. Indicated malfunction. The mount fractured at the time of removal. The reported event could not be confirmed as no malfunction or fracture was identified upon inspection. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) number: k011028 / k013227.

Event description:
It was reported that the implant mount of the tsvb10 fractured during removal of the mount.